Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected with 1 syringe of juvéderm® vista volift® xc in forehead. 20-30 minutes after injection, patient developed headache and "poor complexion." An embolism was suspected. However, hcp now believes the blood vessels were compressed. Filler was immediately dissolved with hyaluronidase. Symptoms resolved.

Event description:
Healthcare professional (hcp) reported that patient was injected with 1 syringe of juvéderm® vista volift® xc in forehead. 20-30 minutes after injection, patient developed headache and "poor complexion." An embolism was suspected. However, hcp now believes the blood vessels were compressed. Filler was immediately dissolved with hyaluronidase. Symptoms resolved.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. A review of the device history record has been completed. No deviations or non-conformances noted.